Event description:
Reportedly, the device (25mm valve) was explanted after an implant duration of 34.8 months due to mitral stenosis and regurgitation. Customer reported that the device was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) on (B)(6) 2007. It was explanted for mvr due to mitral stenosis and regurgitation (msr) on (B)(6) 2010. During explant, severe calcification was observed. Sjm valve was implanted as a replacement. Customer commented that they were unconvinced with the speed of calcification progress and that the valve was explanted within 4 years, although the patient had been receiving dialysis treatment. They also commented that they would not be able to use the valve on dialysis patients anymore and requested for an evaluation to the maximum extent. It is unknown whether the customer thinks this explant was device related and within their expectations. The patient has been receiving dialysis treatment since 1994. The patient was under treatment as of (B)(6) 2010. The device is to be returned for evaluation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter requested. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibit a blue suture thread through the tissue at the cusp area of leaflet 1. Heavy calcification is evident in the free margins of all three leaflets. Calcification is moderate in the cusp area of leaflets 1 and 3, minimal in the cusp area of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest distance of approximately 2-3mm. Host tissue is minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: research and development concluded the histology analysis with the following: tissue calcification is usually a chronic event and one of the most common failure modes for bioprosthetic heart valves. The occurrence of tissue calcification is highly variable among patients. Although the mechanism for the calcification is not fully understood, several factors such as a low patient age and end-stage renal disease treated with dialysis have been linked to the development of early tissue calcification in bioprosthetic heart valves. The existing bioprosthetic valve literature generally indicates that replacement heart valve longevity in patients, aged 60-65 years and above, is typically better than with younger patients. This patient was (B)(6) at the time of implantation, which is appreciably younger than the typical patient population for a bioprosthetic valve. This patient was (B)(6) at the time of implant which is considered in the younger age group that typically has a higher rate of calcification. This patient had renal disease that required dialysis treatment. The existing bioprosthetic valve literature indicates that patients with end-stage renal disease (especially with dialysis) often experience early leaflet tissue calcification. This is most likely due to the secondary disorder of the blood calcium and phosphorus associated with renal disease requiring dialysis."